Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up done with the physician office indicated that the lead was replaced due noise and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was received in two parts for analysis where it was discovered that the middle insulation was breached due to metal ion oxidation (mio). There was blood on the lead.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No information was provided as to why the device was replaced. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was received in two parts for analysis where it was discovered that the middle insulation was breached due to metal ion oxidation (mio). There was blood on the lead.